Event description:
There were 23 reported incidents with stryker painpumps in the past 3 months. The issues involve problems with the pumps leaking, difficulty or inability to program the pump, the pump unexpectedly shutting off or inability to turn on the pump, and the pump unexpectedly being locked on hold. The problems have occurred with multiple lot numbers. Stryker has recently issued a recall related to these problems. However, we have experienced similar problems for devices from lot numbers that are not included in the recent recall.